Event description:
Per the audiologist, the patient reported that he had not heard since he fell and hit his head (date unknown). In 2007, the patient's external were exchanged, however, the problem was not resolved. Explant/ reimplant surgery is planned.